Manufacturer narrative:
Findings: pump received with intermittent button response due to flattened button dome switch. No button error alarm during testing. No moisture damage found on the electronics, motor, battery tube, keypad assembly, and vibrator assembly noted. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and cracked belt clip slot.

Event description:
It was reported that the insulin pump alarmed button error. Customer stated that the insulin pump may have been exposed to moisture. Customer's blood glucose levels were not included in the report. Nothing further was reported.